Manufacturer narrative:
One level 1 hotline low flow system was returned with a cracked enclosure, a worn front cover and a damaged plate clip. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported issue was unable to be confirmed, but the microswitch was damaged and failed to trigger the disposable alarm. The damaged microswitch and other damaged components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking from the reservoir cover. There was no reported adverse event.